Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change. The surgeon tried to change the angle; however, the indicator window did not changed color. The surgeon finally withdrew the device and changed to manual compression. There were no reports of patient injury. The exoseal was used in a coronary artery surgery. The right femoral artery was punctured, using cordis 6f short sheath. The exoseal was used postoperatively to establish hemostasis. It was slowly retracted at a 50-degree angle. After the pulsating blood flow of the blood return indicator stopped, it was slowly withdrawn. The product was released violently "in vitro". The procedure used a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change. The surgeon tried to change the angle; however, the indicator window did not changed color. The surgeon finally withdrew the device and changed to manual compression. There were no reports of patient injury. The exoseal was used in a coronary artery surgery. The right femoral artery was punctured, using cordis 6f short sheath. The exoseal was used postoperatively to establish hemostasis. It was slowly retracted at a 50-degree angle. After the pulsating blood flow of the blood return indicator stopped, it was slowly withdrawn. The product was released violently "in vitro". The procedure used a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; the device is blood saturated. In addition, a non-cordis catheter sheath introducer (csi) was on the device exposed to blood. No damages were observed on it. Additionally, the delivery shaft has two (2) kinked sections, located approximately 4.0 cm and 5.0 cm from the distal tip. No other anomalies were observed during the analysis. Additionally, three sterile exoseal vascular closure devices 6f involved in the reported complaint were returned for investigation inside a sealed pouch bag. Visual inspection of all three devices showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position and the indicator wire was found not deployed. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported on any of the units. Dimensional analysis was performed in the non-sterile device to verify the correct catheter distal tip inner diameter (ID) and the correct delivery shaft outer diameter (od). The od and ID measurements were taken near the kinked sections on the delivery shaft. Dimensional analysis results were found within specification for ID and od. The functional analysis was not performed on the non-sterile device, as the unit was received fully deployed. However, for all sterile devices, the guard was successfully locked to conduct the indicator wire deployment simulation. In each case, the indicator wire deployed as expected following guard engagement. A deployment simulation evaluation was also completed on all sterile units. During this procedure, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the full black/white/red sequence in the indicator window was successfully obtained in each sterile unit evaluated. A high magnification evaluation was executed on all devices to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported on any of the reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned devices. The used device was received fully deployed, which does not match the event reported. The investigation of the device involved visual analysis, dimensional analysis, functional analysis, and microscopic analysis. The delivery shaft exhibited a kinked/bent section approximately 7.8 cm from the distal tip. Dimensional analysis was within specification. No other anomalies were observed. The sterile device did not present any anomalies and were successfully deployed with full window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change. The surgeon tried to change the angle; however, the indicator window did not changed color. The surgeon finally withdrew the device and changed to manual compression. There were no reports of patient injury. The exoseal was used in a coronary artery surgery. The right femoral artery was punctured, using cordis 6f short sheath. The exoseal was used postoperatively to establish hemostasis. It was slowly retracted at a 50-degree angle. After the pulsating blood flow of the blood return indicator stopped, it was slowly withdrawn. The product was released violently "in vitro". The procedure used a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted. Additionally, the delivery shaft has a one (1) kinked/bent section, located approximately 7.8 cm from the distal tip. No other anomalies were observed during the visual analysis. Dimensional analysis was conducted to verify the inner diameter (ID) and outer diameter (od) of the delivery shaft. Measurements for both the ID and od were taken near the kinked section of the delivery shaft. The results of the dimensional analysis confirmed that both the ID and od were within specification. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Based on the information provided and the product analysis, the reported event of ¿indicator window no change to indicator¿ could not be evaluated. The device was received fully deployed, which does not match the event reported, the investigation of the device involved visual analysis, dimensional analysis, functional analysis, and microscopic analysis. The delivery shaft exhibited a kinked/bent section approximately 7.8 cm from the distal tip. Dimensional analysis was within specification. No other anomalies were observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.